Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece. An external insulation abrasion was noted at 5.1 cm to 5.2 cm from connector pin breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.